Manufacturer narrative:
Records indicate this device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001). The report number is being corrected from: 2124215-2018-62662 to: 2124215-2018-62561.

Event description:
Additional information was received indicating the patient expired four days after the implant procedure.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off due to the patient receiving a total of 16 shocks. The device had recently been implanted and the therapy was appropriate. Prior to the implant procedure anticoagulation medication was stopped, however a blood clot traveled to the left anterior descending coronary artery. No additional adverse patient effects were reported.